Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and lm investigation. The manufacturer reported that the issue reported was due to normal wear and tear of the castor. The instructions for use (IFU) advises "check the security and condition of castors at six-monthly intervals. If loose and/or excessively worn, contact olympus for service. The user is advised to follow the maintenance as advised in the IFU.

Manufacturer narrative:
The cart was not returned for evaluation. A review of the service call records show that the parts were ordered and that the cart will be serviced.

Event description:
The service center was informed that the castor and castor spanner on the cart was broken/damaged. There was no report of the cart falling on the user. No patient involvement was reported.